Manufacturer narrative:
Follow-up #1: date of submission 12/15/2015. Device evaluation: the pump has been returned and evaluated by product analysis on 11/25/2015 with the following findings. On investigation, the alleged display issue was duplicated. The pump powered up to a dim discolored verify screen with auditory and vibratory features no tactile issues were found with the keypad buttons. The threads of the battery cap were found to be damaged. Battery compartment was found to have cracked along the side from the threads to the case seal. Moisture intrusion was evident inside the compartment. A pump casing crack was observed near the top right corner of the display. A leak test demonstrated leaks at the battery compartment crack and the casing crack. Pump casing was opened and no additional evidence of moisture intrusion was found inside the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the display was cloudy and moisture was observed behind the display. It was reported that the screens could not be read/maneuver safely. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.